Event description:
The customer reported that she had applied a new pod before going to bed- her bg level at the time was 112mg/dl. During the night, however, her bg rose to 365mg/dl and she needed to administer a manual correction bolus. In addition, the pod had initiated an alarm within the eight hours it had been in operation. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.